Manufacturer narrative:
Additional info: a.1;b.5;d.11. Continued from d.11: transducer, stopcock, central venous catheter, 8015, 8100;curos caps; td (B)(6) 2019.

Event description:
It was reported from the nicu (neonatal ICU) that during an infusion of tpn (total parenteral nutrition) of 125 ml that was to infuse over 24 hours at a rate of 5.2 ml//hr, the macrobore tubing set leaked. Although requested, no information has been provided regarding impact to the patient.

Manufacturer narrative:
The customer¿s report that the tubing leak was confirmed. During visual inspection of the set received, it was observed that the macrobore tubing had a slice cut below the lower fitment. Functional testing was performed by attaching the suspect set to a bag filled with tap water and allowing fluid to flow through the set via gravity. A leak was immediately observed from the slice cut in the macrobore tubing. The root cause of the leak was due to a slice cut on the tubing. The cause of the slice cut was not identified.

Event description:
It was reported that tubing leaked. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that tubing leaked.